Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the information available, the exact cause of the pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a 20mm sapien 3 ultra valve, implanted in the aortic position, is being evaluated for a transcatheter valve replacement after an implant duration of 2 years and 2 months. There are hypodense areas that are concerning for hypo attenuated leaflet thickening (halt). Per review of the imagery by an edwards lifesciences clinical imager, the CT shows the valve is well expanded to 19.2 mm (approximately 91% of nominal). The valve is in good position. There is circumferential hypoattenuation on the inflow side just below the leaflet insertion, which is consistent with pannus. Evidence of halt was not observed. There is mild leaflet thickening, which the clinical imager attributed to fibrosis. However, based on the medical record received, a structural heart and valve clinic progress note documented CT findings consistent with halt. A transthoracic echocardiogram (tte) demonstrated moderate aortic regurgitation (central and paravalvular), aortic valve mean gradient of 47 mmhg, peak velocity (vmax) of 4.33 m/s and an aortic valve area (I,d) of 0.90 cm2.the patient was reported to be in respiratory failure following progressive dyspnea on exertion. The patient had been placed on an oral anticoagulant. No clinical improvement was observed, and the patient was subsequently transitioned to a different oral anticoagulant. A valve-in-valve (viv) procedure was discussed with the patient; however, due to significant comorbidities, including risk of renal failure and potential need for renal replacement therapy, repeat intervention was not pursued.